Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump does not turn on. Customer stated they did receive a low battery alert prior to the off no power alert. Customer states this is the second occurrence of off no power without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.